Manufacturer narrative:
Physio-control evaluated the removed printer control keypad assembly and main keypad assembly. No discrepancies were observed for the printer control keypad assembly. Physio-control determined that the cause of the reported issue was due to the charge button on the main keypad assembly being stuck high due to an impact damage to the left side metal star dome. This caused the energy select and shock buttons to be unresponsive.

Event description:
The customer contacted physio-control to report that their device would not switch to AED mode when they used it on a patient. The analyze button did not respond. The device was then powered off and back on, but the issue remained. The crew then decided to use manual mode. Using a 12-lead ECG, it was observed that the patient's heart rhythm was asystole. Throughout the event, CPR was provided to the patient; no defibrillation attempt was done. After approximately 20 minutes the responsible emergency doctor decided to stop the resuscitation attempt as he judged the patients chances to survival as none. There was patient use associated with this event. The patient had expired.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the 'charge' button was permanently selected/pressed. This caused the other buttons to be unresponsive. Physio-control replaced the main keypad assembly (on, analyze, energy select, charge and shock) and the printer control keypad assembly (12-lead, transmit, code summary, print). Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.